Event description:
It was reported that an alert was received due to high (B)(4) and low pacing impedance. Externalized conductors were found via x-ray. The svc coil was programmed off. The patient is being considered for cardiac transplant. Dfts were successful.